Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the during the surgery the device did not fire completely and was getting stuck with the next tack. Another device was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device used in a surgical procedure. The visual inspection of the returned product noted tacks were visible in the shaft and the shaft was bent. The handle was actuated and the tacks deployed but did not seat properly in the test media. Replication of these conditions may occur if the instrument is applied with excessive force or side load, causing excess torque on the rotating helices and tube shaft which can cause poor tack penetration. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Based on the evidence available the reported condition was confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device has unknown defect during tacking of mesh. Another device was used to complete the procedure. No patient injury has been noted.